Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6)2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 because it was fractured. There were no other adverse patient events reported. The lead was actively implanted for approximately 11 years, 8 months. Updated info rec'd from the customer on (B)(6) 2014, the customer reported according to the sales representative this lead was capped on (B)(6) 2013 because it was fractured. No subsequent device or clinical adverse events have been reported.